Event description:
Screw would not engage into the metaglene. The head of the screw broke off and the shaft was left in the pt. This caused a 1-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.